Event description:
It was reported a shocking or jolting sensation occurred. Patient stated she got a "fluttering feeling above the pelvic area". Patient indicated there was no known accident or incident related to this event. Patient indicated she had a flashing green light on the programmer, but could not remember which light it was. Patient was at work and noted as doing good. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).